Event description:
It was reported that stent damage occurred. A 3.50x38mm promus premier stent was selected. During preparation, it was noted that the stent struts may have been lifted from the balloon. The procedure was completed with another promus premier stent with the same size. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found no issues with the stent profile. A snap gauge was used to measure the crimped stent outer diameter (od) at the distal end, mid-section and proximal end. The specified stent protector was not too tight on the stent provided the correct removal of the stent protector was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x38mm promus premier¿ stent was selected. During preparation, it was noted that the stent struts may have been lifted from the balloon. The procedure was completed with another promus premier stent with the same size. No patient complications were reported.